Event description:
(B)(4) clinical study. Same case as MDR ID # 2134265-2012-04520. It was reported that post coronary stenting treatment procedure, angina occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: ib). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 90% stenosed de novo lesion located in the proximal left anterior descending artery. The lesion was 12 mm long with reference vessel diameter of 3.5 mm and treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a 90% stenosed de-novo lesion located the 1st obtuse marginal. The lesion was 12 mm long with reference vessel diameter of 3.0 mm and treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject was hospitalized was diagnosed with unstable angina. Three days later, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).